Event description:
Per user facility report; approx one year after placement of codman acp plate and screws; pt continued to experience some neck pain. Surgery revealed both (2) superior screws had fractured. C6-7 fusion was explored; a pseudoarthrosis was found with a small fibrous gap between c6-7 with slight movement noted. No fusion was performed. This mfg medwatch report# 1219655-1999-00216 applies to 1 of the 2 screws involvled in the event. Refer to mfg medwatch report# 1219655-1999-00217 for the second screw involved in the event. Note: user facility report; section d6; identifies device as plate #46-4114; lot# 32522 yet describes event involving fractured acp screws. There is no indication of plate failure.